Event description:
It was reported that during follow-up, the physician observed that the device was found in safety mode upon interrogation. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis as the replacement was performed without support from boston scientific and the device was not stored for return.

Event description:
It was reported that during follow-up, the physician observed that the device was found in safety mode upon interrogation. The device is expected to be replaced, however, there is no replacement procedure scheduled date at this time. The device remains in service. No adverse patient effects were reported.